Manufacturer narrative:
The correlation to action #(B)(4) could not conclusively be determined because the device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results including a determination of correlation to action #(B)(4). Locked down smartphone: lockdown. Omnipod software app version: 4.0.2. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that blood glucose levels were above 300 mg/dl while wearing the pod longer than 48 hours on the hip/buttocks area. The patient reported insulin leakage and that the pink slide did not move forward despite the cannula having inserted into the patient's skin; indicative of a needle mechanism failure. The patient reported a pod communication error. No treatment details were reported.